Event description:
Customer called to report the pump's driver block was sliding freely across the lead screw in the locked position. It stated that the device was not dropped, bumped, or exposed to moisture.